Event description:
This customer obtained a non-reproducible, higher than expected vitros trop I es result on a single patient sample while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a single, non-reproducible, higher than expected trop I es result occurred while using the vitros eciq analyzer. A definitive root cause could not be determined, however, pre-analytical sample processing could not be ruled out as the investigation could not confirm that the sample in question had been processed in accordance with the tube manufacturer's instructions for use. Performance testing demonstrated that the vitros eciq analyzer and trop I es reagent were operating as expected at the time of the event. An ocd field engineer performed regularly scheduled preventive maintenance to the vitros eciq system. However, maintenance performed to the equipment was unlikely to have contributed to the event.